Manufacturer narrative:
The parts were returned and the complaint was confirmed. The returned parts were reviewed by engineering department. Based on the investigation results, it appears that breaking of the pleuristiks was probably due to normal wear and tear of the guide used in surgery. Two new pleuristiks from the suspect lot were subjected to simulation using another guide with no signs of fragmentation or breaking. A review of manufacturing records including material certs, inspection records etc., indicated no issues relative to the reported incident. No other complaints were received for this lot. The case was successfully finished with no issues and surgeon was happy with the outcome. No fragments of pleurtiks were left inside the patient. This MDR is for the pleuristik device 1.

Event description:
Two pleuristiks belonging to same lot were broken during a nanofx case. The outcome of the case was not affected and surgeon was happy with the outcome.